Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited farfield oversensing of p-waves resulting in an unknown duration of pacing inhibition. The patient was noted to be symptomatic. Boston scientific technical services (ts) discussed programming options with a health care professional (hcp). This product remains implanted and in service. No adverse patient effects were reported.